Event description:
It was reported that noise was observed on the rv coil-can vector through a competitive device. Lead was capped and replaced successfully. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.